Manufacturer narrative:
Under another country law, patient information is considered confidential and will not be release by the hospital.

Event description:
Customer reported mechanical ventilation stopped and monitor screen blanked out. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.